Event description:
It was reported that the procedure was to treat a lesion in the anterior tibial and superficial femoral artery (sfa) with mild calcification and mild tortuosity. The hi-torque (ht) command es guide wire was advanced without issues. An atherectomy device was advanced together with a 0.035 crossing catheter. The .035 was then removed and replaced with a 0.014 crossing catheter. The .014 crossing catheter was noted to have resistance with the ht command guide wire during advancement and removal. The guide wire and crossing catheter was removed as a single unit. The guide wire black polymer was then noted to have been stripped. Fluoroscopy confirmed nothing was left in the anatomy. Another non-abbott guide wire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported peeled / delaminated was unable to be confirmed, however there were noted damages. The reported difficult to advance and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the 0.014 crossing catheter and/or a build-up of procedural contaminants (blood, contrast) on the guide wire contributed to the reported difficult to advance. Manipulation of the device resulted in the noted multiple device damages (bent distal core, separated polymer coating folded over itself distally and torn/bunched/stretched, sporadically scraped teflon coating) contributing to the reported difficulties; thus, resulting in the reported difficult to remove. The reported peeled / delaminated was unable to be confirmed. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.